Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00061. The pt's (B)(6) occipital nerve stimulation system (off-label) consisted of two lead extensions from different lots. It was reported the pt experienced an interruption in therapy. Surgical intervention was undertaken for further interrogation. A diagnostic test found impedance issues for several lead contacts. Further intraoperative testing isolated the issue to the pt's lead extensions. As such, both devices were explanted and replaced. Effective therapy was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.